Event description:
It was reported that the patient's device showed low output current although impedance and battery are normal. No other relevant information has been received to date.

Event description:
It was later reported that patient was programmed to an output current which aligns with ohms law restriction. After applying ohms law , it is expected that the device would not be able to deliver that programmed output current with the given lead impedance and normal device variation in impedance accuracy and maximum output voltage.

Event description:
It was later reported that patient again was experiencing a low output error. At time of interrogation patients system was showing error with programmed delivery of current. Output settings were then decreased. Interrogation was ran again and diagnostic with no lead warning. It is unknown what setting the patient was at when the low output error occurred prior to the decrease in settings. Regarding previous report of low impedance, is it now known that this was caused by a false warning. As the combination and of output current and lead impedance approach the maximum output voltage there will exist conditions where the diagnostic information indicates that the output current is not delivered when it actually is being delivered. This design attribute is covered in the generator physician manual and within the warning message displayed to the user with the statement ¿if the diagnostic tests indicate low output current, the pulse generator may not be delivering the programmed output current.¿